Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2023. During the procedure, while opening the snare loop, a residual piece of plastic was found in the snare, preventing the snare from opening and making the device unusable. The procedure was completed with a different larger diameter snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a180104 captures the reportable event of foreign material present on device.